Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later patient experienced mesh erosion and exposure, urinary tract infections, vaginal infections, dyspareunia, episode of vaginal voiding due to back flow into the vaginal vault, near total incontinence, urge incontinence, and dyspareunia. Excisions of the mesh were performed.